Manufacturer narrative:
The zealand pharma ae assessor spoke very briefly to the v-go 30 user. Patient states she has already spoke about it and it's all recorded already. Patient stated she is done talking about it and she only will talk with her endocrinologist. Patient did answer the question about what her bg level was and patient said 56 and then patient hung up. The information provided in the complaint states that the patient called 911 when patient developed hypoglycemia. It is stated that patient used all 18 clicks and had not eaten. There is no mention of the time the episode occurred or what patient symptoms were. It is also unknown if the patient checked her levels or if the paramedics did. The treatment given is unknown. No other information is available. Given that 911 was called to treat the episode of a bg of 56 this makes it a serious event. Doubt the device caused the event, but it's contribution cannot be excluded. Given that the patient gave all 18 clicks and had not eaten that would seem to be the main cause of the event.

Event description:
Zealand pharma vas representative reported that on 5/19, the patient called 911 because patient was experiencing hypoglycemia. The vas representative stated that the patient did not go to the hospital but was treated after calling 911. The patient mentioned to the vas rep that patient bg dropped on 5/19 because she did not eat and used all of the 18 clicks. The patient did not provide specific bg readings but stated that it seemed like the patient's bg was in the 40's at the time of the event.